Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm 087 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2016 with the following findings: the review of the black box data and the alarm history showed a single call service alarm 087 occurrence. The call service alarm 087 is defined as a failure in retrieving a language text from the u39 flash chip. During the actual investigation, the ez-prime steps were performed correctly with no call service alarm occurrences. Therefore, investigators were unable to duplicate the original complaint. Upon removal of the pump cover, no intermittent condition was found to the printed circuit board.